Manufacturer narrative:
The involved duragen was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Failure analysis - complaint evaluation was received from scientific affairs which concluded the following: "a recurrent abscess in any location has a bacterial infection root cause, condition may be promoted by an immuno-logically compromised patient that can be due to: diabetes, chemotherapy, radiotherapy, immunosuppressive drugs, etc. Failure to eradicate the infection by topical/systemic antibiotics and surgical intervention may also lead to a series of infections or recurrent abscess formation. Unless there was penetrating trauma and a contaminated wound, the two most likely sources of infection are from normal bacterial colonization of the skin entering the surgical wound, or the air cells in the bone were opened and infection from the sinuses/air way entered the operative site." Root cause analysis - the root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It has been reported by a law firm litigating a case that the defendant's neurosurgeon has claimed that duragen was used in an unspecified brain surgery and caused the patient's recurrent brain abscess. They have purported that they are aware that duragen is an absorbable material, but they require input from integra. No additional information has been provided.